Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during prime test at 4lbs due to faulty force sensor. Insulin pump received with cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip and minor scratched on display window.

Event description:
Customer reported a compromised force sensor system alarm. The customer stated this was the second time she had received the alarm. Customer's blood glucose was 123 mg/dl. Troubleshooting found the customer's drive support cap appeared to be normal. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.